Event description:
Livanova received report of a bubble detector sensor not working during a procedure. No further information were provided. A reportable malfunction cannot be excluded thus this event is considered reportable as per conservative approach. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the bubble detector sensor. The incident occurred in new (B)(6). Through follow-up communication livanova learned that a new bubble sensor was ordered. No additional information regarding the exact malfunction of the sensor could be retrieved. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Livanova received a report about a bubble detector not working. The issue occurred during procedure. There was no patient injury. No further information about the issue was made available due to impossibility to contact customer via provided contacts. Through follow up, livanova was informed a new bubble sensor was installed and the unit was tested. No deviations were found when using the new bubble sensor. The new bubble sensor was put in service and the entire s5 was returned to the customer in its expected function. The analysis of the complaints database revealed that no other complaint associated to the complained s5 console was submitted. The most probable root cause was a defective bubble sensor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.